Manufacturer narrative:
Testing and investigation found the touchscreen responded; however, the touch areas were shifted. Further testing found the device did not pass the touchscreen test. The probable cause was contamination on the touchscreen. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.